Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation was confirmed as there was a bent helix upon visual inspection. Moreover, there was a present of dried bloody fluid and tissue were noted in the helix housing. Electrical continuity testing passed which indicating conductors are intact. The conclusion code was selected based on the field report of helix difficulty and the observation of a deformed helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to a tissue was embedded in the helix. Moreover, the helix of this lead broke after being taken out from the patient. A new lead with the same model was successfully implanted. No adverse patient effects were reported. This lead was returned.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to a tissue was embedded in the helix. Moreover, the helix of this lead broke after being taken out from the patient. A new lead with the same model was successfully implanted. This lead was never in service and was returned. No adverse patient effects were reported.